Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level reading of ¿low¿ (value not provided). Customer¿s bg was treated with unknown intravenous fluids and carbohydrates. Reportedly, customer left the ER four hours later with the issue resolved and no permanent damage. Reportedly, the customer delivered too large of a bolus through manual injection. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off-label per the user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.